Event description:
It was reported an echo conducted 3 months postop was fine, but an echo conducted at 12 months showed an elevated gradient and one leaflet was immobile. Upon inspection, during the explant procedure, the surgeon confirmed one leaflet was not moving. The valve was removed and replaced with a 21 mm sjm mechanical valve. Additional information has been requested.